Event description:
Device malfunction: guide wire tip detachment. Time of malfunction: during procedure. Symptoms/ae: guide wire tip remains in the patient. It was reported that the steelcore guide wire was advanced through an introducer needle into a clotted femoral bypass graft. In an attempting to remove the introducer needle the guide wire tip was sheared off and the tip remained in the patient in the femoral graft. The patient is scheduled for surgical revision of the femoral bypass graft and the guide wire tip will be removed at that time. No additional information available.

Manufacturer narrative:
A review of the lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.